Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted and returned to the manufacturer. The lead was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.